Event description:
The following was reported to davol by the attorney for the pt. On (B)(6) 2004 - pt had a bard kugel mesh implanted to repair a hernia defect. On (B)(6) 2010 - pt's kugel patch was removed due to the plastic ring having broken and pt's injuries are recounted in his medical records; these were not provided.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A review of the mfg records did not provide any evidence of a mfg related cause for the reported incident. No conclusion can be drawn at this time.